Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that in situ testing showed all electrode channels with status hi. An accident or trauma is not known. Re-implantation is to be conducted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that in-situ testing showed all electrode channels with status hi. An accident or trauma is not known.